Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va18k9q, product type lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that manufacturer representative called regarding stim programming.  Left stnprogram 1v:3.50 928 = .001077591 284 = .003521132 284 = .003521133 774 = .00129199total = .00941184 = x1/x = 106.249153.5v/106.24915 = .03294144 * 1000 = 32.94144 maprogram 24v = 37.64 ma same impedance values as above. Caller noted bipolar impedances had a short but this has already been reported and known for quite some time. Per the surgeon's notes, the short had been around for years. They surgically tested by replacing battery and using twist lockcable at the parietal junction realizing it came from the leads and therefore decided not to replace the leads. The replacement was completed and settings were transferred. It was confirmed that the short was coming from the leads.